Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0x15mm otw trek balloon dilatation catheter referenced in b5 and d11 is being filed under a separate medwatch MFR number.

Event description:
It was reported that the 3.0 x 15 mm otw trek became stuck on the hi torque floppy ii guide wire. The guide wire and trek were removed together as a unit. After removal from the anatomy, the trek was able to be removed from the guide wire. Another trek and unknown guide wire were used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported resistance with the guide wire during advancement and retraction was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. Based on the visual, dimensional and functional inspection of the returned device and the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.